Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella item # 00597206529 lot # 63534848, femoral item # 00575001501 lot # 63316797, tibial item # 00598003701 lot # 63529678, art surface item # 90597003012 lot # 63553017. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00390, 3007963827-2019-00167, 0001822565-2019-02292. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a primary left total knee arthroplasty and subsequently, about 3 month after surgery the patient had reduced sensibility in toe 2+/3 on the l foot. This has been permanent since the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI # (B)(4). G3: foreign: denmark. Complaint is confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no intraoperative blood transfusion, no intra-operative complication, medial parapatellar surgical approach, 3 month after surgery the patient still has reduced sensibility in toe 2+/3 on the left foot. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.